Event description:
It is reported that the pt is experiencing pain in proximal tibial region. Films show possible lucent lines under tm baseplate. Tibial revision scheduled for (B)(6) 2011.

Manufacturer narrative:
Eval summary: the pt is scheduled for revision surgery in (B)(6) 2011. X-rays returned do not provide conclusive evidence for the presence of radio lucent lines. No devices were returned for eval. Surgical report is unavailable for study. The package insert for the tibial plate states that "complications and/or failure of prostheses are more likely to occur in pts with unrealistic functional expectations, heavy pts and physically active pts." The reported complaint may be influenced by factors such as pt weight, physical activity, bone quality, implant size, surgical technique and rehabilitation program. Without further info on surgery, probable cause for the pt's pain and appearance of radiolucent lines cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.